Event description:
The customer states that the lancet does not retract back into the cap of the accu-chek softclix plus lancet device after firing. No action taken or treatment given based on the lancet device issue. The customer did not have the packaging to confirm the lancets. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.